Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd utilizing the liberty cycler and the patient¿s death. The etiology of the patient¿s death cannot be determined, as no autopsy was performed. Additionally it is unknown if the patient was connected to the liberty cycler at the time of death, therefore causality cannot be determined. The liberty select cycler was not returned for product investigation; therefore it cannot be evaluated for causal/contributory involvement. However based on the information available, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event(s). Plant investigation: the device was not returned to the manufacturer. The serial number of the device is unknown, a device history review could not be performed.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called expired on (B)(6) 2018. During follow-up, the peritoneal dialysis registered nurse (pdrn) stated the cause of death was unknown; as no autopsy was performed. The patient was found in bed, however it is unknown if the patient was connected to the liberty cycler at the time of death. No additional information is available at the time of this investigation. The liberty select cycler was not returned to the manufacturer for product investigation/evaluation.